Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Date not specified. Time difference was not specified, but the tests were done on the same day. Patient originally had trouble getting sufficient blood, and had to milk to finger hard during the test in (B)(6) 2011. Patient takes coumadin due to atrial fibrillation. Patient's therapeutic range: (2.0-3.0).